Manufacturer narrative:
Section b3: date of event is estimated. A patient underwent an ipg replacement was reported to abbott. It was determined the ipg was replaced due to ineffective therapy and patient wanted to try a different technology. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced with a competitor ipg.